Event description:
Consumer questioning accuracy of their plink meter, when comparing to readings from another meter. Analysis run on clark error grid using competitive reading (232) as ref point vs. Bd readings (62) yielded data points in the e range of the grid, outside acceptable limits.